Manufacturer narrative:
The customer reported that during ivtm therapy, saline was leaking from the start-up kit (suk) (lot # 171458) tubing into the thermogard console's roller pump of the thermogard xp ivtm system (s/n (B)(4). Therefore, the customer returned the thermogard console to zoll for evaluation in case the saline leak had affected the functionality of the console. The thermogard console passed initial functional testing without any fault or error. The event log review showed no significant discrepancies. During the visual and functional inspection, the roller pump was observed rusty caused by saline solution leaking from the suk. The roller pump was replaced, as the rusted roller pump can affect the functionality of the console. After replacing the roller pump, the thermogard xp ivtm system passed all further functional tests and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the maintenance phase of an ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) generated an "air trap" alarm. The customer observed that saline was leaking from the start-up kit (suk) (lot # 171458) tubing into the thermogard console's roller pump. The dwell time of the suk was less than 3 days when the issue happened. The patient was not moved/transported, and the suk was not re-install at any point during the treatment. The interior of the console's roller pump was dripping wet with saline. Therefore, the customer discontinued the treatment. The patient was near the end of the maintenance phase of the treatment, and therefore, the ivtm therapy could safely end. No consequences or impacts on the patient.